Manufacturer narrative:
The harmonic ace insert accessory and harmonic ace curved scissors instrument have not been returned for to intuitive surgical, inc. (Isi) for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, a fragment from the blade of the harmonic ace insert accessory broke off and fell into the patient during use of the harmonic ace curved shears instrument with the harmonic ace insert accessory installed. The broken piece was retrieved and there was no patient harm; however, recurrence of the reported failure mode could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted surgical procedure, a tiny fragment from the blade on the harmonic ace insert accessory used with the harmonic ace curved scissors instrument broke off and fell into the patient. The broken accessory piece was retrieved laparoscopically and the planned surgical procedure was completed with a replacement harmonic ace insert accessory and harmonic ace curved shears instrument. There was no patient harm, adverse outcome or injury to the patient as a result of the reported event. On (B)(6) 2016, intuitive surgical, inc. Contacted the site's robotics coordinator. According to the robotics coordinator, a white piece from the blade on the harmonic ace insert accessory fell into the patient. No other information was provided.